Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the device entered backup vvi mode. Another device was implanted. No adverse consequences for the patient were reported.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported event of backup vvi (bvvi) was confirmed in the laboratory. Review of the device image indicated the device reset due to a parity error. The cause of the parity error could not be determined.